Event description:
The customer reported aspiration system errors involving the coulter lh 750 hematology analyzer and requested service. A beckman coulter field service engineer (fse) assessed the instrument and noted the system errors occurred while analyzing patient samples. However, patient results were not impacted. There was no patient impact associated with this event. The fse discovered disconnected tubing from the white blood cell (wbc) diluent input line which caused diluent to leak. The fluid was contained within the instrument. The operator and fse were wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The fse replaced the rockerbed, rocker cable, printed circuit boards (pcb), manifolds, and the differential motor due to damage caused by the fluid. In addition, the fse replaced and adjusted the rockerbed positioning sensors and replaced the rockerbed air cylinder. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation.

Manufacturer narrative:
In conclusion, the likely cause of the event is attributed to the disconnected tubing between the blood sampling valve (bsv) and white blood cell (wbc) bath which triggered aspiration errors, and the fluid damaged hardware components. (B)(4).